Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da error during a software download. Boston scientific technical services (ts) discussed error was benign and what can cause the error. A complete device check was completed with no anomalies noted. No adverse patient effects were reported.